Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - during the surgery, it was found that the needle was detached from the suture already. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the surgery, when the surgeon held the needle, it was found that the suture was already detached from the needle. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2023. Additional information was requested, the following was obtained: we would like to ensure certainty regarding the timing of the event, so it is essential to know precisely when the incident reported in this complaint occurred. Could you please indicate whether the needle detached from the suture before use on the patient or during use on the patient? Please specify.=>it is not sure since we only have been reported that it was found that the needle had detached from the suture when the surgeon had the needle. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.